Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. The medihoney (ID unknown) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was requested to integra's medical affairs department and the following was provided: "no details have been provided about the patient¿s infection or the patient¿s condition. No details have been provided about the condition of the medihoney tube at time of delivery or during use. The contribution of medihoney to the patient¿s complaint of infection is indeterminate." "Medihoney supports or promotes autolytic debridement but is not a debriding or enzymatic agent. Autolytic debridement is dependent upon the wound¿s proteolytic enzymes and moisture balance. Chronic and/or complex wounds often require sharp, mechanical, or enzymatic debridement, as autolysis alone is often insufficient." "Medihoney is sterilized via gamma-irradiation after packaging eliminating viable bacteria, including mrsa, staphylococcus, and streptococcus species. The product is also naturally antimicrobial and has demonstrated antimicrobial activity in internal validation studies and a low risk of contamination over its labeled open-shelf life. Manufacturing occurs in controlled cleanroom environments with strict contamination controls." "The complaint cannot be confirmed at this time due to lack of objective evidence."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer stated that the medihoney (unknown ID) never cleared the slough up in the wound and was hospitalized with an infection and was operated on in june.